Event description:
Ous MDR - it was reported that approx. 59 months after the implantation the patient fainted and was hospitalized. The patient received a shock, which was described as appropriate. Oversensing was noted during the examination. The whole system was explanted on the (B)(6) and a new, 2 chamber competitor system was implanted. The lead and the ICD were not returned.

Manufacturer narrative:
Till today, the medical product has not become available for analysis and could therefore not be examined itself. Therefore, the analysis is based on the inspection of the production documents and the provided data. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. The available iegms showed noise artifacts in all channels, which led to the vf detection and shock deliveries, as it was also mentioned in the complaint text. Despite the available information, the defect cause could not be evaluated because this would necessitate examining the lead itself.if additional relevant information or the device itself should become available, please send this also to us. The incident will then be updated accordingly.